Manufacturer narrative:
(B)(4). The device has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of battery damage was not confirmed during product evaluation. Also, the quality engineer has determined the cause to be not identified. Since no assignable cause was provided during product evaluation, no repair was necessary or performed for the reported condition. Additional information: this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. The device has not been previously sent into service for the reported condition of "damaged battery".

Event description:
The facility representative contacted baxter to report a colleague infusion pump for a damaged battery. This condition has the potential to cause an interruption of delivery. There was no patient involvement. There is no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.